Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. Target lesion #1 was 95% restenosis, eccentric, 16mm long with a reference vessel diameter of 3.5mm located in the mildly tortuous and mildly calcified proximal right coronary artery (rca). The lesion contained a significant bend of >45 and <90 degrees. After a 3.5mm 6f guide catheter was engaged and a non-boston scientific guidewire crossed the lesion, predilation was performed with a 2.75x20 balloon catheter, leaving 85% residual stenosis in the lesion. A 3.50 x 16 synergy drug-eluting stent was then advanced for treatment but failed to cross the lesion. The device was removed, however, the tip of stent itself was found deformed. The procedure was completed with another of the same device. Target lesion #2 was 95% restenosis, eccentric, 48mm long with a reference vessel diameter of 2.75mm located in the mildly tortuous and mildly calcified mid to distal left circumflex (lcx) artery. The lesion contained a significant bend of >45 and <90 degrees. After a guide catheter was engaged and a non-boston scientific guidewire cross the lesion, a 2.75 x 48 synergy drug-eluting stent was then advanced for treatment but failed to cross the lesion. The device was removed, however, the tip of stent itself was also found deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.